Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was traveling, and was hospitalized with confusion and an elevated inr of 3.6. It was reported that it did not appear that the patient had experienced a stroke. The head CT on (B)(6) 2017, revealed: ¿chronic infarct in the left middle cerebral artery distribution, right posterior cerebral artery distribution and in the inferior cerebellum bilaterally. No acute intracranial abnormality suspected.¿ it was reported that the patient had a history of a cerebral vascular accident in (B)(6) 2015 at a different implanting center, shortly after implantation of the pump. This event had not been previously reported to the manufacturer.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The instructions for use lists stroke as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.